Event description:
The ins has been replaced.

Event description:
Additional information received reported that the event was caused by the patient not charging. It was reported that the patient recovered without sequela.

Event description:
The ins was scheduled to be replaced on (B)(6) 2012. It will be returned to the device manufacturer.

Event description:
Telemetry issues were experienced. The eos/eol and a power on reset (por) message displayed. The por code was (B)(4). A recent overdischarge was not known but one did occur approximately 2 years ago. The last 8840 session shown was august 2010 so the por displayed may be from the overdischarge event that occurred 2 years ago but it was not clear. It was unclear why eos occurred. Additional information has been requested.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Lead model 39565-30, serial# (B)(4),implanted: (B)(6) 2008, explanted. Recharger model 37752. Serial# (B)(4). Programmer model 37743, serial# (B)(4), extension model 3708140, serial# (B)(4), implanted: (B)(6) 2008, explanted: extension model 708140, serial# (B)(4), implanted: (B)(6) 2008, explanted. (B)(4).

Manufacturer narrative:
Analysis of the neurostimulator model 37712 serial (B)(4) found the battery was at end of service due to three overdischarges. Telemetry was ok after a pmr recovery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.